Event description:
The instrument was used during a tep laparoscopic hernia repair. It was reported the ted balloon dissector popped after being pumped 15 times. Surgeon completed majority of dissection with balloon prior to it popping into two pieces. Both pieces remained attached to the instrument. No fragments were left in the patient. There was no consequence to the patient.